Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The validity of the runs (including met assay specification requirements, and no error codes or flags were displayed for the run controls (alinity m sars-cov-2 negative ctrl and positive ctrl) was verified. Discrepant result for seven patient samples could be due to sample handling or integrity; cross-contamination/ carry over could not be eliminated for 6 out of 7 samples in question. During troubleshooting contamination was found and instrument decontamination (including environmental swabbing) was performed. The review of the results log file demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-90) lots 518669 and 518878 are performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that lots 518669 and 518878 are performing outside of established design performance specifications. Quality data review: the device history records (DHR) review was performed for alinity m sars-cov-2 amp kit (list 09n78-090) lots 518669 and 518878 and its components. The review did not identify any issues which could result in the reported complaint during production of the lot components . No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lots 518669 and 518878 and its components was performed to identify any internal or post-production use issues related to the reported complaint and these lot numbers. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant result (false positive) for seven patient samples when using alinity m sars-cov-2 amp kit (list 09n78-090) lots 518669 and 518878. The complaint history review identified three additional complaint tickets related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 518669. All three tickets were confirmed to be associated with the same issue as this ticket. The complaint history review did not identify any additional complaint tickets related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 518878. Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation; therefore, this complaint will also be dispositioned as confirmed. Per the previous investigation an additional complaint history review determined that discrepant result (false positive) on patient samples has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, 139 complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met-the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214, 3005248192-2021-00145 follow up report 1, 3005248192-2021-00146 follow up report 1, 3005248192-2021-00155 follow up report 1, 3005248192-2021-00190 follow up report 1, 3005248192-2021-00148 follow up report 1, 3005248192-2021-00168 follow up report 1, 3005248192-2021-00136 follow up report 1, 3005248192-2021-00161 follow up report 1, 3005248192-2021-00175 follow up report 1, 3005248192-2021-00220 follow up report 1, 3005248192-2021-00160 follow up report 1, 3005248192-2021-00116 follow up report 1, and 3005248192-2021-00119 follow up report 1.

Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported 7 false positive results on the alinity m sars cov-2 assay. Patients were being tested several days per week and the lab manager noticed some patient had a positive result one day and a negative result the day before/after. The lab manager retested some samples which had positive results and the retests generated negative results. The false positive results were reported outside the lab. The patients were quarantined at home or in the (B)(6) until they received the subsequent negative results. There was no report of any other impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.